Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer stated, he changed the infusion set two days prior to hospitalization. Troubleshooting was performed and all programming was correct. The prime and high pressure tests were not performed as customer stated, the high blood glucose levels were not due to the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.